Event description:
Lvad machine alarmed. Low battery and was plugged into wall outlet. Console had to be changed out on 2/7/95 by company representative and found a fuse blown in console. The factory had sent the machine out with a 2 amp fuse instead of a 5 amp fuse.